Event description:
A malfunction alarm was reported with a code identified as malf 16, which the customer unsuccessfully attempted to reset with technical support's assistance. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support arranged for the pump to be replaced and instructed the customer on returning the faulty pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity.